Event description:
It was reported that the reservoirs leaked. Customer stated that the reservoirs were expired. Advised customer that expired reservoirs will leak. Customer has not received supplies from medtronic since 2011. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.